Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
It was determined the field service representative did not follow service guidance as described in the service manual. In addition, protective equipment was not used. The root cause of the issue was operator handling.

Event description:
A roche field service engineer (fse) pricked the top of his left hand on an instrument probe while cleaning the ise module on an analyzer. The fse was not wearing gloves at the time of the injury. Device labeling requires the user to wear protective equipment whenever they are using the analyzer. The fse had serology tests performed the next day. Additional information regarding the event, any tests performed, and whether any treatment was initiated have been requested but not provided. There were no allegations of a device malfunction associated with the event.